Event description:
The customer reported that the collimator was stuck in the closed position. This resulted in a loss of imaging functionality. There is no report of injury or death associated with this event.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The high voltage cable was evaluated and replaced. The system was tested and found to be working as intended and returned to service.